Event description:
It was reported to philips that the geometry control module was defective, which would impact geometry movements. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was in clinical use for a planned treatment at the time of the reported event. The procedure was delayed and completed using the same system. The fse inspected the system onsite and confirmed the reported problem. The fse checked the system and found that the geometry module was triggering the "emergency button pressed" message. Restating geometry or a cold system restart did not resolve the problem. The fse replaced the geometry module to resolve the issue. After the replacement, the system was returned to use in good working order and ready for clinical use. The codes were updated based on the investigation outcome.